Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure while advancing the subject coil it detached prematurely in the micro catheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the procedure while advancing the subject coil it detached prematurely in the micro catheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated the device was prepared as per dfu, continuous flush was maintained throughout the procedure, but the anatomy was very tortuous which may have caused the reported. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the as reported.